Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer to report that both a resident and a surgeon had observed the universal surgical manipulator (usm) arm drifting. The system live logs were not available at the time of the call, so tse explained that drift could occur if the resident unintentionally took control of the usm arm. Tse later reviewed the event logs and found a single 23098 error shortly after startup indicating a potential brake state mismatch on one usm arm axis. After this error was recovered, the system completed a procedure without further issues, and the customer reported that the problem had been resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, during the procedure, one of the surgeons observed that the universal surgical manipulator (usm) arm was drifting forward. In response, the attending surgeon assumed full control of the system (¿took all¿ control) and safely repositioned the instrument. It could not be confirmed whether the surgeon experiencing the issue had their head inside or outside the surgeon side console at the time of the event. Following post-procedure discussions, the resident involved was unable to recall whether their head was in the console or whether their hands were positioned on the usms during the incident. The issue was resolved intraoperatively without any associated error codes. The attending physician regained control of the instruments and successfully completed the procedure. No patient injury or harm was reported or observed during the incident.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) confirmed with the site that no issues were found. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.